Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibiting a high pacing threshold due to micro dislodgement. Subsequently, a revision procedure was performed and the rv lead was successfully repositioned. The rv lead remains implanted and no additional adverse patient effects were reported.